Event description:
End-user stated that he ended up with blisters resulting from use of the tens device. He said he felt a shock, and that the electrodes caused the blisters. The burns are reported as having shown up on the user's skin 1 day after treatment, and as having lasted for 5 days. No medical attention was reported as having been sought after for this injury. The device involved with this event was returned to compass health brands and evaluated on 6/23/2017. The customer's complaint could not be duplicated. The electrodes involved with this event were not returned with the tens device, and could not be tested - the device was tested for product performance, and was determined to fall within the manufacturer's specifications as defined in the product's user manual.